Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. Deflation was diagnosed by a physical examination on (B)(6) 2018. As a result, bilateral prosthesis replacement is planned for (B)(6)2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 10/10/2019 mentor became aware that this file is a duplicate of 1645337-2018-00671. The duplicate file has been reviewed and does not contain any critical information not previously reported under this file. If any additional critical information is received, then it will be reported under this file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed two rents on the posterior aspect, measuring approximately 0.4 cm each. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/3/2018. The implant date has been updated. The final fill volume of the impacted product was 400ccs. When the impacted product was removed, bilateral prosthesis replacement with mentor smooth round high profile 380cc saline prostheses was performed. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).